Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor displayed a service code 203 - pulse test fault. During pulse testing the monitor delivered a 113j monophasic pulse. The cause for the monophasic pulse was isolated to oxidation on the tin pins of the j1002 and j1003 connectors between the computer/analog (c/a) and defibrillator pcas. An internal corrective action has been initiated to investigate the root cause of this issue.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.

Event description:
A united states distributor returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot complete testing) has been confirmed. As received, the monitor displayed service coe 203 - pulse test fault. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.